Event description:
It was reported on 01/26/2023 by a sales representative via sems that an ar-9661-r central post trephine adapter and ar-9662-r central post trephine cold welded together. Case involvement, no patient effect. Per facility: "during explanting of an infected reverse total shoulder we used the central post trephine, and during that the trephine, trephine adapter and central post all cold welded together and could not be separated."

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.